Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis with blood glucose level of 500 m/dl and the other blood glucose level was 538 mg/dl. Customer experience symptoms such as nausea and abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with insulin drip during hospitalization. Customer was unable to complete carelink upload. Customer stated that auto mode was not on. The insulin pump will be returned for analysis but the reservoir and sensor will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Additional information related to auto mode and event has been received which was not included with the initial report. The updated information has been provided with this report.(B)(4).